Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overly, missing retainer, and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's transparent ring at the top of the reservoir was loose. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.